Manufacturer narrative:
Medwatch sent to FDA on 04/01/2016. Concomitant therapies: juvéderm ultra plus¿ xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, edema, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, edema, and itching as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the nasojugal region and nose triangle with unspecified juvederm voluma, as well as concomitant injection with juvederm volbella with lidocaine to the upper and lower lips contour, with juvederm ultra plus xc to the marionette lines, and botox. About 45 minutes after injection patient developed "unusual inflammation" and "severe edema and itch on lips." The injecting physician injected the patient with avapena. The patient had no response to the medication so they went to the hospital and were treated with an IV of betametasona and clorotrimeton. Patient was discharged that evening with a prescription of clorfenamina. The next day the edema and itch decreased considerably. Symptoms are ongoing. The patient's "reaction occurred after application of prednisone" however the reason for use was not provided. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00236 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma, also a device manufactured by allergan.